Event description:
It was reported that during a robotic prostate procedure, the device was closed on tissue with a green reload, but would not fire. They opened the instrument and tried again without success. They opened a new instrument and it worked fine. There was no pt consequence.

Manufacturer narrative:
(B) (4). (B) (4). Damaged yoke. Eval summary: the analysis results found that the device was received in good visual condition and with a reload loaded in the device. The reload was received fully loaded with staples and with no damage to the spring cartridge lockout. The clamping and the firing mechanism were noted to be damaged. No functional test was performed due to the condition of the device; however, the returned reload was loaded into a test device and it fired, cut and formal all the staples as intended. The device was disassembled to verify the condition of the internal components and the yoke teeth and the firing trigger teeth were found broken. Although no conclusion could be reached as to how the yoke and firing trigger teeth became broken, this damage can occur if excessive force is applied to the closing trigger when the jaws are being clamped on tissue thicker than indicated. In addition, it should be noted that at least a 100% inspection takes place during mfg to ensure the device meets the required specifications; in addition, a sample of the batch is inspected at finished good quality assurance. A batch record review was performed and no anomalies were found during the mfg process.